Event description:
Following a breast biopsy procedure the m.d. Attempted to deploy the pellets, but was oriented incorrectly, such that the gelmark window was at 12:00 and the mammotome window was at 6:00. M.d. Felt resistance on removal of gelmark applicator and when m.d. Pulled the applicator out, observed that the tip had sheared off. The physician believes the tip was retrieved from patient's breast.